Manufacturer narrative:
Zimvie complaint (B)(4). D1: brand name is not provided / unknown. D4: catalog number and lot number are not provided / unknown. D10: tsvwb11, impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm, lot number 62790736. E1: initial reporter¿s title is not provided / unknown.

Event description:
Customer reported screw loosening caused rocking of implant, in turn causing a broken platform. Implant removed and grafting done. A new implant will be placed at a later date.

Event description:
During investigation, a fractured screw was found in the implant.

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one screw for evaluation. Visual evaluation was performed, the screw was fractured inside the implant. Unable to confirm loosening with all the available information. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the screw was not torqued to specification or excessive loading on abutment/implant assembly. Therefore, based on the available information, a device malfunction did occur. The screw was fractured. However, unable to confirm loosening with all the available information. The reported loosening event was non-verifiable. The screw fracture was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.